Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. There was no reported device malfunction. The reported patient effects of angina, myocardial infarction, and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on discharge from the hospital with medication, the restenosis of the 2.25x15 mm xience xpedition stent remained and the patient continued to report residual symptoms [chest pain]. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized for precardiac pain. On (B)(6) 2015, coronary angiography showed double vessel disease. A 3.50x23 mm xience xpedition stent was implanted in the proximal left anterior descending coronary artery (lad) and a 2.25x15 mm xience xpedition stent was implanted in the narrow left circumflex coronary artery (lcx). The patient was discharged six days later. On (B)(6) 2016 the patient was re-hospitalized with chest pain. A myocardial infarction was diagnosed and dual anti-platelet medication was given. Coronary angiography on (B)(6) 2016 showed 80% stenosis in the mid lad, 99% restenosis in the 2.25x15mm xience xpedition stent and diffuse, 70% stenotic lesions in the mid and distal lcx. The 3.50x23mm xience xpedition stent was not within 5mm of the 80% stenosis in the mid lad and was confirmed to be patent. The patient was discharged on (B)(6) 2016 with medication. No additional information was provided.